Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. In the morning on (B)(6) 2021, the patient's blood glucose result was 200 mg/dl and she experienced symptoms of feeling dizzy. The patient was feeling sick all day and she was transported to the hospital at 4:00 p.m. The patient was treated with insulin via perfusor at the hospital. The blood glucose results at the hospital were not provided. The patient was hospitalized for 3 days.